Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient has two inss. The reason for call was patient said they wanted to change something in their cervical stimulator and they couldn't do it. Patient did not know how to explain it but starting about a month ago when they turned their head it would zap them in their hands. The patient was redirected to their healthcare provider to further address the issue. Agent provided the national answering service (nas) phone number.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.